Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the cortex screw was forwarded to the manufacturing site and was checked for conformance to the specifications. Summary of manufacturing evaluation: the returned screw has small traces of use on its surface under the head and impressions on the tip. The review of the device history record revealed that this cortex screw was manufactured in march 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. No manufacturing related issues that would have contributed to this complaint were found. The mentioned malfunction could not be reproduced. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 402.876, lot: 3l96848, manufacturing site: grenchen , release to warehouse date: 29 march 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-code: hrs. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an ulna osteotomy surgery on (B)(6) 2019, the self tapping cortex screw did not hold in the kirschner wire. Maybe, the diameter of the k-wire was not correct or the bone was too weak. A backup k-wire was used. The procedure was successfully completed with 10 minutes surgical delay reported. The patient is in stable condition. This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).